Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit is currently in house and is in the process of being evaluated. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the screen on the ventilator went blank. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical was able to verify the customer's reported issue during testing and evaluation. Bench testing determined that the customer's reported problem was due to a non-conforming inverter board. With a known good inverter board installed, the unit powered on and boot up with no issues. The unit passed 92.4 hours of extended bench testing, passed the initial final test, and the initial alarm volume test with no abnormalities. Vyaire medical replaced the inverter board to address the reported issue.

Manufacturer narrative:
Results of investigation: vyaire medical conducted failure analysis testing on the defective component. The component was installed into a ptv test ventilator, and cycled into user mode and confirmed the reported issue of the blank screen. The component was removed for further troubleshooting, and found the f1 fuse to had failed.